Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the patient suffered a hemorrhage at the groin introducer site. It was suspected the hemorrhage occurred when the patient moved during the procedure. The patient was treated with a blood transfusion. The ipg remains in use. No further patient complications have been reported as a result of this event.